Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash on her back under one of the electrodes. The patient reported having some allergies to metals. The patient's physician prescribed a cream, and the patient removed the lifevest to let her skin heal. Follow-up indicated that the irritation had healed.